Event description:
No additional information received from customer.

Manufacturer narrative:
Correction h4. A supplemental emdr is being submitted to correct h4 device mfg. Date.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had an error e315. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: g4, g6, h2, h3, h6, h11. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.